Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens in one eye in 2007. Ten months later, the pt had cataract surgery with implantation of a standard monofocal iol in her fellow eye with the intention of planned monovision. Post-operatively, her distance vision is good. Pt also has strabismus for which spectacles have been prescribed. The pt is reporting double vision, the etiology of which is unk, however, it is possible that it relates to strabismus or the difference in refraction between the two eyes. Additional info has been requested.